Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of bard flat mesh, patient was diagnosed with hernia recurrence, small bowel obstruction, adhesions and underwent mesh explant. The instructions-for-use supplied with the device identify adhesions as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, b4, b5, b6, b7, d4(UDI no), d.6b(date of explant), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It is alleged by the patients attorney that on (B)(6) 2008, the patient underwent surgery for repair of an incisional/ventral hernia. As reported, a bard/davol marlex, reference number (B)(4), lot number husd0581 was implanted to repair the hernia defect. It is alleged that several years later on (B)(6) 2015 the patient underwent an additional surgery to repair the hernia defect and "remove it." As reported, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with incisional ventral hernia and underwent lap-open hernia repair with mesh. Per operative notes, "the hernia sac was removed and bard flat mesh was placed¿. (B)(6) 2015 - patient was diagnosed with small bowel obstruction thereby underwent ventral hernia repair with mesh removal. Per operative notes, ¿once all the abdominal contents were reduced and the lysis of adhesions had been completed, the hernia sac was removed". Attorney alleges that the patient had adhesions and hernia recurrence.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2008, the patient underwent surgery for repair of an incisional/ventral hernia. As reported, a bard/davol marlex, reference number 0112660, lot number husd0581 was implanted to repair the hernia defect. It is alleged that several years later on (B)(6) 2015, the patient underwent an additional surgery to repair the hernia defect and "remove it." As reported, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain.